Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm lengeth aneurx bifurcated stent graft delivery system was inserted into the patient for treatment on a 5 cm abdominal aortic aneurysm. The patients arteries were severly calcified. It was reported that during advancement of the stent graft the device kinked due to the severe calcification in the vessel. The delivery system was removed from the patient without incidnet. Due to the severe calcification of the arteries the physician has elected to perform an open surgical repair at a later date. No further clincial sequelae were reported and the patient is reported to be fine. Medrtonic has received the device and its analysis has been completed. With the evaluation performed and with the information available the patient severly calcified arteries and the likely cause of the device kink.